Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the tip of the stepped reamer is broken as complained. Approx. 3mm of the distal cutting tip section has broken off and fragments were not returned for investigation. Besides, the instrument presents normal signs of use. Dimensional inspection: checked dimensions with caliper per relevant drawing. Distal tip cannulation diameter was measured which comply with the specifications. Distal tip outer diameter was measured which comply with the specifications. Document/specification review: the review has shown that with 1.4109/ 440a stainless steel (hardened and tempered) the correct material was used, and that the hardness was within the specification of 50 ¿ 55 hrc from drawing se_381683 rev g. Summary: the complaint condition is confirmed as the tip of stepped reamer is broken. Per the event description some fragments could not be removed from patient. This production lot (f-19289) was manufactured in may 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the reamer breakage could not be determined based on the provided information. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed h3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.022, lot: f-19289, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 09.may.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a drill bit tip broke in situ during a proximal left femur surgery. Fragments are still in the patient. The surgeon is not concerned. The surgery was completed successfully without any delay. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).